Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a failure to deliver shock due to incorrect interpretation of signal. The device was successfully reprogrammed. The patient reported dizziness but was stable following programming changes.